Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was scheduled for explantation due to a middle ear infection which started end of june. It was also noted that the electrode was partially seen extruded through the tympanic membrane in the external auditory canal. Reportedly, gradual decline in hearing performance was noted that could coincide with the time of the middle ear infection. It is thought that the middle ear infection caused the partial extrusion.

Manufacturer narrative:
Conclusion: according to the information received from the field the concerned device was explanted due to a middle ear infection and an extrusion of the electrode into the external ear canal. A review of the devices sterilization records showed that the device has been subject to a valid sterilization process. No information available points to the implant being the source of possible infection. In addition, damage to the active electrode which is consistent with minute device mobility leading to fatigue wire breakages was found during device investigation. This is a final report.

Event description:
The recipient was scheduled for explantation due to a middle ear infection which started end of june. It was also noted that the electrode was partially seen extruded through the tympanic membrane in the external auditory canal (eac). Reportedly, gradual decline in hearing performance was noted that could coincide with the time of the middle ear infection. It is thought that the middle ear infection caused the partial extrusion. A complete insertion was achieved at implantation.